Manufacturer narrative:
(B)(6). Product investigation has been completed for part# 04.503.740, lot# 9930896. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned plate was received at us cq broken in two pieces. The break exists in between 2 locking holes. Visual inspection under 5x magnification shows a clean fracture surface and the material appears homogenous. The plate thickness nearest the location of breakage measured 2.1mm on both sections with calipers at customer quality which is within specification of 2.0mm - 2.2mm per the product drawing. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Appropriate drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The cause of the incident was assessed as likely due to excessive reverse bending of the plate preoperatively which reduced the strength of the plate prior to use. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Incident occurred during the procedure, device was not implanted/explanted. (B)(6). Device history records review was completed for part# (B)(4), lot# 9930896. Manufacturing location: elmira, release to warehouse date: (B)(6) 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in australia as follow: it was reported that on (B)(6) 2016, the surgeon pre bent the plate on an anatomical model before the surgery. It was then placed in the sterilizer. When they wanted to use it on the patient they saw that the plate snapped. They had another plate they were able to bend so no harm to the patient happened. The surgery was not prolonged. The plate broke pre-operatively. This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick. This is report 1 of 1 for (B)(4).